Event description:
It was reported that the ventricular lead impedance was less than 200 ohms. The lead was capped. The ipg was returned and analyzed by the manufacturer and subsequently tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Evaluation summary: preliminary testing found the device had no ventricular pacing, low ventricular lead impedance and high current drain when programmed to unipolar mode. Further analysis determined this was due to a shorted v tip feedthrough. Resistance between the center conductor and shield in the ventricular tip feedthrough was shorted, due to an internal solder bridge in the feedthrough assembly. When programmed to unipolar pacing, the shield is the return path for the pulse. Therefore, the ventricular output was delivered directly through the low resistance solder bridge to the shield. This pathway was less than 1 ohm; the normal pathway is 511 ohms.